Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that air in packaging when did the incident occur? Before use while storing the products, the packaging was squeezed, what made them notice that it really collapsed: air was leaving the package. They did a water test, and bubbles came out of the package. Same problem as pir (B)(4)".